Manufacturer narrative:
(B)(4). Batch # p58111. Device evaluation: the analysis found that one ntlc55 device was returned with no apparent damage and with a cartridge reload loaded on the device. The reload was received unfired. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); this may appear as the device not closing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the anvil half and the cartridge half could not be joined together at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.